Event description:
This female patient was admitted for carotid angiographic evaluation and was enrolled in the registry. Angiography revealed an 85% stenosis in the ostium of the right internal carotid artery. The lesion was described as eccentric, mildly calcified, and was 15mm in length. The reference vessel was 8.0mm in diameter. While the physician was prepping an angioguard with a 6mm basket, the hypotube kinked while pulling the filter into the sheath. This device was not used in the patient. Another angioguard with a 7mm basket was advanced beyond the target site and was successfully deployed. The target was pre-dilated. A 7.0 x 30mm precise pro rx stent was deployed in the target lesion without complication. The patient's blood pressure dropped to 81/39 while post-dilating the lesion. She was administered atropine, and her blood pressure improved to 102/53mmhg within 20 minutes. The angioguard was successfully retrieved. Upon inspection, there was no debris noted in the filter basket. The patient experienced no neurological deficit and was discharged the following day. This is one of two products involved with this adverse event in which associated manufacturer report number is 1016427-2009-00017. Additional information will be submitted within 30 days of receipt. `